Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was missing segments. The segments in the seven and zero are missing. After the missing segments were noticed, the pen was dropped on the floor which worsened the missing segment problem. The humapen memoir was associated with product complaint (B)(4)/ lot 0907c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir was missing segments. The segments in the seven and zero are missing. After the missing segments were noticed, the pen was dropped on the floor which worsened the missing segment problem. It was also reported that the patient was using two insulins and had injected the wrong insulin (date unspecified). It was felt that this was due to the humapen memoir only coming in two colors. The humapen memoir was associated with product complaint (B)(4) / lot 0907c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011. Edit (B)(6) 2011: corrected device medwatch information. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; added non serious event of wrong insulin injected; removed no adverse effect event term; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported their humapen memoir device had missing segments in the 7 and the 0 and that other parts of the display were difficult to see, namely the top and bottom of the display and the date. Investigation of the returned device (batch 0907c01, manufactured july 2009) found missing segments in the dose numbers in the display. A detailed investigation found the root cause for the missing segments was cracked conductors within the lcd interconnect cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.